Event description:
It was reported that a patient underwent an obturator sling procedure on (B) (6) 2010. Following the procedure, the patient has experienced continuing pain, nocturia, urgency, and lower abdominal pain after urinating. The patient also has symptoms of the bladder not emptying fully and is self-catheterizing. The patient has been prescribed estrogen pessaries, antibiotics, and paracetamol and ibuprofen for analgesia. The patient wants to have the sling removed.

Event description:
Customer states the use by date on the compact test strip vial label is 2010-11; manufacturer's batch record confirmed the actual use by date to be 11/30/2008. No adverse event reported. Requested return of product, replacement sent.